Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Cook medical incorporated (cmi): (B)(6). Importer site establishment registration number: (B)(4). The device involved in the complaint was evaluated in the laboratory on 03rd april 2019. Flexor and inner cannula was found to be broken measuring approximately 128.25 cm from tip of the distal flexor. Both failures are related. Following the laboratory evaluation additional information was requested to aid with the investigation. Was there a kink and breakage observed on the flexor (measuring 128.25 cm approx. From tip of the distal flexor) when the device were being sent back to cook ireland? The kink was see pulled back. Can you please elaborate on question 8. "Stent was closed again" to aid with the investigation. Please describe what happened step-by-step to help us gain a better insight as to what occurred? He could not open to the end, only to the middle the doctor then closed the system again. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1561373 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1561373; upon review of complaints this failure mode has not occurred previously with this lot #c1561373. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062- 5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path. Its possible that tortuous path may caused a build-up of pressure resulting in the flexor and inner cannula breakage. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and 'deployment issue that results in the exposed stent removed from the patient with the delivery system'. During release stent could only be opened halfway and no further. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal): while inserting the evolution in the patient. What endoscope type and channel size was used? Gif 190 / 4,2 mm. What was the position of the elevator? Was it opened or closed? Open. Details of the wire guide used (diameter, type, make)? 035 inch. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? 5 min. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Yes , n/a. Stricture information: what was the length and diameter of the stricture? 3 cm length, 8mm diameter. Where was the stricture located in the body? Biliary. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture?no. Was the stricture dilated before stent placement?no. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: did the product fail during stent deployment or recapture? No. Was the directional button pressed during use?no. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? No. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system?yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system?no 5. Are images of the device or procedure available?no questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ no 2. Was the lasso (suture) loop used during repositioning / removal? No 1. Could we clarify what the issue was? Was the stent fully deployed in the patient? If so did the stent not expand in the patient? Stent implantation billary. Stent could not be released. 2. Or was the issue that the stent was partially deployed but could but be deployed any further? If so, yes so. 3. Was the directional button fully engaged? Yes 4. Did the red indicator move when the trigger was pressed? Yes 5. Did the red indicator continue to move after the delivery stopped? No 6. Were any cracking/popping sounds heard from the handle? No 7. Was the stent partially exposed? Released up to half 8. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Stent was closed again 9. Were any additional procedures needed? No 10. What is the patient outcome? A new evolution has been implanted

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and 'deployment issue that results in the exposed stent removed from the patient with the delivery system'. During release stent could only be opened halfway and no further. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal): while inserting the evolution in the patient. What endoscope type and channel size was used? Gif 190 / 4,2 mm. What was the position of the elevator? Was it opened or closed? Open. Details of the wire guide used (diameter, type, make)? 035 inch. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? 5 min. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Yes, n/a. Stricture information: what was the length and diameter of the stricture? 3 cm length, 8mm diameter. Where was the stricture located in the body? Biliary. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: did the product fail during stent deployment or recapture? No. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? No. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? Yes. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare? No. Was the lasso (suture) loop used during repositioning / removal? No. Could we clarify what the issue was? Was the stent fully deployed in the patient? If so did the stent not expand in the patient? Stent implantation bilary. Stent could not be released. Or was the issue that the stent was partially deployed but could but be deployed any further? If so, yes so. Was the directional button fully engaged? Yes. Did the red indicator move when the trigger was pressed? Yes. Did the red indicator continue to move after the delivery stopped? No. Were any cracking/popping sounds heard from the handle? No. Was the stent partially exposed? Released up to half. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Stent was closed again. Were any additional procedures needed? No. What is the patient outcome? A new evolution has been implanted.